Manufacturer narrative:
The insulin pump had blank display and constant tone alarm due to moisture damage on electronics. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. No moisture damage on motor noted. The insulin pump was received with minor scratched display window, cracked case, broken battery tube threads, cracked reservoir tube lip, cracked reservoir tube and cracked reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was 242 mg/dl. The customer states the insulin pump was exposed to fluid/moisture as pump fell in pool. The customer reports that the pump is blank. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.